Event description:
The surgeon reported the polyimide part of the 25 gauge trocar cannula fell into eye during surgery. The surgeon enlarged the incision to retrieve the parts. The surgeon was able to complete the surgery as planned. No patient injury was reported.

Manufacturer narrative:
The customer has sent the samples for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 03/10/2009.